Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not performing as intended due to a sensor fault. It was reported that the failure occurred upon startup. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user.

Manufacturer narrative:
It was reported that a pressure sensor autozero failure occurred. The failure occurred upon startup. Per a good faith effort (gfe) response received, the customer asked a third-party service to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service. No further information was provided.